Manufacturer narrative:
Four used blades and two unused blades were returned for evaluation for performance related issues resulting in blade shedding. Damaged blade #1 was found to be bent by .004 inches over maximum allowable on both the inner and outer blade. The adapter body and slough chamber both exhibited axial stress cracks at the blade molding interface. Blade #2 was found to be bent by .004 inches over maximum allowable on both the inner blade and the outer blade runout was measured to be two and one half times the maximum allowed. The inner blade presented with a radial friction band at the proximal end of the blade. Blade #3 was found to be bent by .0022 inches over maximum allowable on the outer blade and the inner blade runout was measured to be .002 over the maximum allowed. The inner blade presented with 5 radial friction bands along the entire length of the blade.. Blade #4 was found to be bent by .007 inches over maximum allowable on both the inner blade and the inner edge form was damaged and distorted and thrust into the gap between the inner and outer blade. The two unused blades were evaluated against design requirements and found top conform to print. Given the extent and nature of the damage to the used blades, the failure appears to be caused by excessive force, during use. (B)(4).

Event description:
During an arthroscopic procedure of the knee the above blade was used, the blade was sticking during use and fragments of metal became apparent inside the knee joint. Details of injury metal fragments retained inside left knee joint following arthroscopy. Extended washout of the knee. Arthroscopy images of the above patient's knee have been duplicated to show the metal fragments. Email received from the (B)(4) clarified that the metal fragments remained in the joint 'after' the washout.